Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was received in two sections as a result of a break in the midshaft. The break was located at 3.8cm distal to its proximal edge. The midshaft was stretched at the break site. No issues were noted with the profile of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable base on additional information received on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 16mm in length, concentric, de novo, 85% stenosed target lesion was located in the mildly calcified and mildly tortuous, 4.5mm in diameter left anterior descending (lad) artery. The target lesion was predilated with an unknown balloon catheter. A 16 x 4.50mm taxus liberté stent was selected to treat the target lesion. However, the complaint device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, additional information indicated that there was a shaft break.